Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with no blank display and no unresponsive buttons noted. All of the buttons are functioning properly. No moisture damage or corroded keypad traces noted. However, the connector at the lcd board was found locked. No battery out limit alarm noted and all of the operating currents are within specifications. The insulin pump passed displacement test. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.